Event description:
It was reported that a revision surgery was performed due to a broken post on a gii pshf insert 5-6 9mm. Procedure concluded with a s&n back up device. No delay. It is unknown the outcome of the patient. No more details were provided.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Per photos attached, the post does show to be fractured from the implant confirming the stated failure. A medical investigation was conducted and confirms this case reports a revision surgery was performed due to instability from a broken post. Per email communication, the requested surgical reports and x-rays are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.